Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "shuts down when door pressed" which were verified through a review of the event history log by the presence of "improper shutdown!" But was unable to reproduced during evaluation. The device was able to close the door with a loaded set without powering off. The device was found to function as designed with relation to the reported symptom. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shutdown when door was pressed. There was no known patient injury or medical intervention associated with this event. No additional information is available.